Event description:
Event description guidant received information that during the implant procedure, this ventricular lead had optimal diagnostic measurements, however after the procedure the measurements changed. The threshold increased and the r-waves dropped. The device was reprogrammed to aai mode. The next morning, the field representative found optimal ventricular and atrial threshold measurements, however it was noted that the leads had been reversed in the device header.